Manufacturer narrative:
The reported hypoglycemic event was reviewed by analyzing device engineering logs, user interaction history, and system behavior on (B)(6) 2025. No device malfunctions or dosing errors were identified. The ilet system responded to glucose data and issued appropriate alerts, including multiple low glucose and urgent low alerts on the date of interest. However, cgm alert audio was repeatedly turned off by the user prior to the event, and high and low cgm alerts were temporarily disabled and re-enabled days before. Several cgm signal loss alarms and insulin-out-of-drug alarms were also observed leading up to the event. Insulin delivery requests ceased when the insulin cartridge was depleted. Based on available data, the ilet system functioned as intended. The event may have been influenced by user settings or interaction with the system. A device history record (DHR) review was conducted, confirming that the device passed all manufacturing release criteria for distribution. There were no issues identified during the review that would have impacted this event.

Event description:
On (B)(6) 2025, the user reported experiencing a hypoglycemic event approximately two weeks prior (B)(6) 2025) that required emergency medical services and transport to the emergency room. The user was reportedly discharged the same day. The user declined to provide further information and requested no additional contact from the company.